Manufacturer narrative:
D10. Concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot n5g1661y); sigpshell, sig power sigpshell control shell (lot unknown); sigadaptshort, sig power sigadaptshort lin short adapt (serial (B)(6)), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracoscopic lobectomy procedure, in resection of the pulmonary parenchyma, the stapling sound was heard. When the firing stopped, the user opened the jaws, only two to three centimeters of stapling and resection had been performed. The jaws could not be detached from the tissue because of the reinforcement sheet. To resolve the issue, the sheet was cut and a new reload of the same type was used. There was no patient injury.